Event description:
Patient was consented and brought to the operating room where he was prepped & draped in the usual sterile fashion. Per report: when device/clip was fired, it did not work. Manufacturer response for clip, implantable, weck (per site reporter). Device with surgery inventory coordinator.